Event description:
The user facility reported that their 130 cart washer was leaking allowing water to spread away from the unit. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the water leak to be coming from the drain line. The technician stated that the user facility had to get access to something in the room where the washer is located and the mechanical core package for the washer had to be moved. When the mechanical core package was moved it allowed the drain line to no longer align with the pit drain. The technician properly adjusted the drain line. While the technician was inspecting the unit to obtain the cause of the leak, he noted that some components on the washer needed to be replaced. The technician made the repairs, ran a test cycle and confirmed the unit to be operational.